Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer experienced hyperglycemia with a recorded blood glucose value of 460 mg/dl. No harm requiring medical intervention was reported. The patient was assisted in performing a self-test and displacement test and both the tests passed. Troubleshooting was performed, and the customer will continue to use the device and product will not be returned for analysis.